Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted, however, there was red medium resembling blood that was observed inside the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft, however there was red medium resembling blood that was observed along the extrusion shaft. The bi-component bond showed no signs of damage or strain. As part of the analysis, an attempt was made to inflate the balloon to rated burst pressure (rbp), however inflation was not possible due to a leak from a tear in the guidewire exchange port. The blood that was observed on the shaft polymer extrusion and inside the balloon body most likely entered into the device through the identified leak from a tear in the guidewire exchange port. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered and shaft kinked occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to but failed to cross the lesion despite several attempts and the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed tear in the guide wire exchange port.